Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this product was part of a system that was removed from service as the patient presented with an oozing pocket and a slight open incision. The patient and family elected to not have the leads extracted and was going to be treated with chronic antibiotics. There were no allegations against the product. The leads were surgically capped and the generator was explanted.